Manufacturer narrative:
The multigas unit was sent in for evaluation and repair. After extensive testing of the unit, the reported problem could not duplicated. Nihon kohden recommended an exchange, if the issue recurs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit intermittently stopped giving gas readings.

Event description:
The biomedical engineer (bme) reported that the multigas unit intermittently stopped giving gas readings.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018 customer stated gas unit was having issue with gas readings and believed it to be an issue with the water trap. Customer had to constantly replace water trap with new and attempt to remove/ insert water trap multiple times before obtaining a gas reading. Service requested: exchange. Service performed: exchange. Investigation result: device was put into service on 2/25/2013. Service history for gf-210ra serial number 14 shows the following: 300083131 - reported on (B)(6) 2017. Customer stated gas unit was constantly giving "check water trap" error. No actions were taken under this notification. Please see the next notification on 6/7/2017. 300086248 - reported on (B)(6) 2017. The issue was further clarified as gas unit readings will disappear and re-appear and give inaccurate readings. A loaner was sent to the customer. It was then reported that the customer was still experiencing the same issue. When customer switched out the bedside monitor the issue went away. When nk evaluated gf-210ra serial number (B)(6), the issue was determined to be caused by non-draeger sampling line. Customer was advised that the correct sampling line, part # a/8290286 should be used. The associated bedside was sent to nk under notification 300086826 for evaluation. Nk repair center could not replicate the reported issue on this bedside monitor. As investigated in notification 300086248 above, the issue was caused by non-draeger sampling line. 300153076 - reported on (B)(6)2018. Current notification. The reported issue could not be duplicated. Since the reported issue on (B)(6) 2018, customer has reported further issues with this device. Due to the reported issue could not be duplicated, the issue was determined not to be related to the gas unit. The root cause could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form.